Event description:
It was discovered during testing that a pump had undetected upstream occlusions. There was no pt involvement since the error was found during testing.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found that the pump did not pass the downstream occlusion test. The downstream tubing guide and force sensor gasket were replaced.